Manufacturer narrative:
Concomitant medical products: product ID: 3998cws, lot#: n26883, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator. It was reported that patient was to see rep for a system check. Impedances showed electrodes 0 <(>&<)> 2 oor. No symptoms were reported and there were no known causes. Reprogramming was performed. Patient stated receiving excellent therapy. Issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. (B)(6) 2019 additional information was received from the rep. It was reported that impedances were high. The provided information was confirmed with the hcp. No further complications were reported.